Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported device display issue. Physio did however observe a loose cable which connects the user interface pcb assembly to the device display assembly. After reconnection of that cable and other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The customer reported that the display on their device suddenly turned all grey. A solid grey screen on this device could indicate a possible device lockup where the device could not be used. There was no report of any patient use associated with the reported issue.